Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft fractured. While the physician was attempting to cross a 90% stenosed, 2.5x10mm lesion in the mid distal left anterior descending (lad) artery with a 2.5x12mm taxus liberte, the stent shaft fractured outside of the patient's body. Pre dilation was then performed with an unspecified balloon. The procedure was completed with a non bsc stent. No patient complications occurred and the patient's condition was listed as "ok".

Manufacturer narrative:
.